Event description:
Device malfunction: no suture present/foot break. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, when the physician pulled back the plunger no suture was present. The physician reloaded the wire and removed the device, noticing that the foot was missing. The physician replaced it for another perclose at device which successfully achieved hemostasis. The location of the detached foot is unk. The pt's distal pulses were fine with no signs of abnormalities. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
Evaluation of the returned device yielded the following observations; the posterior portion of the foot was broken off and was not returned. The possible cause for the failure mode was the needle tip was deflected low and struck the foot causing the foot break. However, this could not be confirmed because the plunger and posterior needle tip were not returned. No mfg issue was detected on the returned device that could have contributed to the reported complaint. We were unable to establish a conclusive root cause based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.